Event description:
There was a report of an occurrence of a leak of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Eval summary: customer returned the device in a condition that made eval impossible. Source of leak was not confirmed. Cause of the leak is unk.